Event description:
In 2009, boston scientific corporation was informed that during a procedure, the resolution clip device clip stuck to the catheter and would not fully deploy. The catheter, which was partially attached to tissue, was pulled out and subsequently tore tissue in the colon. Two additional attempts were made to place clips. However, both clips fell off into the patient's colon and were not retrieved, prolonging the case approximately 10 minutes. The procedure was completed with another of the same device. The patient is reported to be "fine". Note: this report is for the first of three devices used in same procedure. Please refer to MFR #'s 3005099803-2009-00553 and 3005099803-2009-00554 for other related reports.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined.